Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient's attorney states that the patient has suffered permanent injuries and ongoing pain.

Event description:
It was reported that the patient underwent an anterior disc replacement procedure at c4-5 due to spinal stenosis and herniated nucleus pulposus. During the surgery, the drill did not have enough power to properly finish milling the endplates, and the surgeon had to convert to an uninstrumented anterior fusion procedure instead of a disc replacement. Intraoperative x-rays were satisfactory. The procedure was performed without complication. Post-op imaging performed approximately two week and three weeks post-op show no evidence of abnormalities. The patient is doing well post-op.

Event description:
It was reported that the patient underwent an anterior disc replacement procedure at c4-5. During the surgery, the drill did not have enough power to properly finish milling the endplates, and the surgeon had to convert to a fusion procedure instead of a disc replacement. The patient is doing well post-op.